Event description:
It was reported to medtronic neurosurgery that the valve was occluded. According to the report, replacement surgery was performed. There was no injury to the patient reported.

Manufacturer narrative:
The valve was patent. However, it did not meet the specifications for leak testing due to two small tears on top of the reservoir dome. It is unknown how or when this damage occurred. The damage precluded reflux, pressure/flow and preimplantation testing. Proteinaceous debris was observed in the interior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." The instructions for use that accompany the device also caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is unknown what cause the reported event. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.